Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, during left pulmonary vein (lpv) ablation, a blood pressure decrease was noticed and confirmed by body surface echo. As pericardial effusion was confirmed, drainage was performed. After drainage, the procedure was completed with roof ablation. The patient was conscious and blood pressure returned to normal after drainage. Patient recovered. The attending physician considered that it was the timing because there was a moment when contact was high around lpv carina.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30593254l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 26-jan-2022, biosense webster inc. Received additional information about the patient and event. It was reported the patient was a 72 year-old-female. The adverse event was discovered during use of biosense webster products, during the ablation phase. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The physician considered that cardiac tamponade might have occurred at the moment when the contact was high while operating the catheter around lpv carina. The patient outcome from the adverse event was reported as fully recovered. The patient was conscious, and the blood pressure returned to normal after drainage. It was not reported extended hospitalization was required. There was no significant medical history. A smartablate generator was used. It was considered that transseptal puncture was performed because of pulmonary vein (pv) isolation procedure. There was no evidence of steam pop. It was not reported that inappropriate use was conducted regarding irrigated catheter settings, catheter settings on the smartablate generator, and the pump without the instructions for use (IFU). Additionally, it was not reported that inappropriate use was conducted regarding force visualization features, visitag parameters, additional filter used with visitag, or color options used without IFU. No error messages were observed on biosense webster equipment during the procedure. Additionally, the e1. Initial reporter name and last name were provided and therefore populated into the appropriate fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)